Event description:
It was reported that a user experienced persistent hyperglycemia with blood glucose around 400 mg/dl throughout the day while using the ilet with steel infusion sets and a g7 sensor; approximately 70 units of insulin were delivered, the cartridge was nearly empty, no leaks or bubbles were observed, the site was dry, and the user elected to shut down the ilet and use injections overnight with plans to restart with fresh supplies. Symptoms included high blood glucose without loss of consciousness or other acute effects. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included troubleshooting over the phone, confirmation of proper tubing fill procedure, and assessment of cartridge, tubing, and site for leakage or occlusion. Investigation of this case revealed no device malfunction or component failure based on user checks and guidance, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.